Event description:
It was reported that after successful angioplasty of the tibial artery was performed, the physician attempted to remove the pta balloon dilatation catheter from the introducer sheath when resistance was encountered. The physician continued to apply force and the pta balloon dilatation catheter was removed from the sheath. No further treatment was performed. One to two days postoperative, the pt presented with swelling in the right groin and a pseudoaneurysm was observed in the femoral artery at the site of previous access. A small cutdown was performed and it was observed that the distal tip of the pta balloon dilatation catheter, and the pta balloon had separated from the catheter, remaining within the pt. The pta balloon and the distal tip of the catheter were successfully removed, and the pseudoaneurysm and the access site were then repaired with suture. The pt is asymptomatic.

Manufacturer narrative:
The lot number is not known, therefore, a review of the device history records could not be performed. The complaint sample was discarded by the user facility. The investigation is currently underway.